Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for further evaluation. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemotherapy valrubicin leaked during use. Details of complaint: "the hub didn't have a tight fit/seal. Was able to still spin the hub and move it back and forth on the tubing. It leaked where the tubing fits into the hub, so when the tubing was opened for the medication to drip into the catheter, it had a pretty intense/heavy leakage that wasn't able to stop even with advancing it further down into his catheter" no injury reported.